Manufacturer narrative:
The customer contacted the siemens technical support center (tsc) to report the discordant total bilirubin (tbil) result. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran total bilirubin samples, all in range. The cse checked vacuum and air knife, it was good. The cse changed sample arm 2 (s2), reagent arm 3 (r3), and reagent arm 4 (r4) probes. The cse ran alignments, ran quick check and passed, ran service methods. The cse found that failed alignment test on r3 and r4. The cse realigned until r3 and r4 passed alignment test. The cse performed quality control (qc), all results in range. The cse verified performance of the instrument and noticed pitting on reagent prep probe. The cse replaced probe and cleaned reagent prep probe drain. The cse checked and cleaned reagent probe 3 (rp3) and reagent probe 4 (rp4) flex covers and drains. The cse ran a successful quick check and quality control (qc). The cse ran replicates of tbil qc and precision was exact. The cause of the discordant total bilirubin result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, total bilirubin result was obtained on one patient sample on a dimension vista 1500 instrument. The initial result obtained on another dimension vista instrument (dv311185) was reported to the physician(s). The sample was then repeated on this instrument an on the alternate dimension vista instrument, resulting lower. The repeat result was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant total bilirubin result.